Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The report of non-recoverable error code 1 was reproduced during field evaluation. The fse suspected a faulty right master tool manipulator (mtm) arm and remote arm controller (rac). After replacement of these components, the system was retested, operated without error and verified as ready for use. Isi received the rac involved with this complaint and completed the device evaluation. During failure analysis, the rac was installed into a pca system and the reported event was not reproduced. The test system passed all testing specification, was subjected to multiple power cycles under extended testing, and operated with no error. Isi received the mtm arm involved with this complaint and completed the device evaluation. The report of non-recoverable error code 1 on the right mtm arm was confirmed through review of the system logs; however, not reproduced during failure analysis. The mtm arm passed all testing specification including sine cycle testing. The mtm arm was installed into a pca system and operated without error. As a preventive measure, the embedded serializer for master base (esmb) pca and wire harness on the mtm were replaced. Following this, the mtm arm was subjected to further testing and was restored to full specification. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A log review was performed for da vinci system (B)(4) and the reported event date of (B)(6) 2021. During the procedure date, multiple occurrences of the reported error fault was logged. No image or procedure video was provided for review. Based on the information provided at this time, this event is being deemed a reportable event because unavailability of a da vinci system after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic surgery. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted gastrostomy procedure, the system displayed multiple non-recoverable error code 1 messages on the right master tool manipulator (mtm). The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Review of the site¿s system logs confirmed the occurrence of non-recoverable error code 1 indicating that the power supply was out of range. The tse instructed the user to troubleshoot through a system power cycle; however, the issue remained persistent. Following this, the surgeon decided to convert the procedure to laparoscopic surgery. There was no report of patient harm, adverse outcome or injury. Isi followed up with the site and obtained the following additional information regarding the reported event: the reporter was unable to confirm if the system was fully inspected prior to use. There was no issue reported during surgical port placement. The issue occurred approximately 70 to 80% into the surgery, after completing pyloric gastrectomy and radical dissection, right before initializing reconstruction. The procedure was converted to laparoscopic surgery because the issue remained persistent after performing all troubleshooting steps with the tse. No post-operative complications were reported.